Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 assay result for a patient sample tested on the cobas c 503 analytical unit. The initial result was 397 mg/dl. The repeat test was 173 mg/dl. The repeat result on a second analyzer was 178 mg/dl.